Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that there was a dissection of the anterior descendant artery after inflation of the vision's balloon at 16 atm. Due to this, the pt presented pain and blood flux decreased. A second vision stent was used to treat the dissection. It was noted that this occurred due to the balloon being much longer than the stent. No additional event or pt information is available.